Manufacturer narrative:
Concomitant products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2003, product type: implantable neurostimulator. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3998, lot# la8168, implanted: (B)(6) 2003, product type: lead. Product ID: 3998, lot# la8168, implanted: (B)(6) 2003, product type: lead. Product ID: 3998, lot# v443435, implanted: (B)(6) 2010, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2010, product type: extension . (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. The patient was trying to get an appointment with the manufacturing representative and physician.

Event description:
It was reported that the patient¿s implant was no longer working. There was a loss of therapeutic effect and the implantable neurostimulator (ins) stopped working 2 weeks ago. He had pain but did not think about the stimulator until he tried it last night knew it was because it stopped. He did not feel stimulation no matter how he arches his back. It was noted that prior to getting his ins, the patient had a tumor removed from his spine and scar tissue formed around his sacral nerve. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.